Event description:
Boston scientific received information that high impedance measurements were observed on the left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d). However, after changing the vector without the lv ring configuration the lead impedance was within normal range. A threshold and phrenic nerve test was done in which phrenic stimulation was noted with a lower output but no phrenicus stimulation with a higher fixed programmed values. All in all, the patient received a bi-value (biv) stimulation. The device and lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.